Manufacturer narrative:
The electrode was returned in two segments severed at approximately 55 mm from the terminal end likely during the explant procedure. Visual examination identified twisting in the electrode body in the regions approximately 300mm and 390mm from the terminal pin. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. An x-ray of the electrode confirmed a fractured sense a conductor approximately 26 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. The fracture was the likely root cause of the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a notification that sensing was not fully optimized. Technical services (ts) was contacted, and ts discussed reference templates. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating sensing was eventually fully optimized. There were no inappropriate therapies as a result of the lacking optimization. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to noise and oversensing. No adverse patient effects were reported. Additional information was received indicating the patient arrived at the clinic following an inappropriate shock. Noise was noted during pocket manipulation and the x-ray showed that the electrode was twisted near the s-ICD. The patient received a life vest for therapy to be turned off on the s-ICD until a new device could be placed. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced with a transvenous one. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a notification that sensing was not fully optimized. Technical services (ts) was contacted, and ts discussed reference templates. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating sensing was eventually fully optimized. There were no inappropriate therapies as a result of the lacking optimization. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to noise and oversensing. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a notification that sensing was not fully optimized. Technical services (ts) was contacted, and ts discussed reference templates. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating sensing was eventually fully optimized. There were no inappropriate therapies as a result of the lacking optimization. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to noise and oversensing. No adverse patient effects were reported. Additional information was received indicating the patient arrived at the clinic following an inappropriate shock. Noise was noted during pocket manipulation and the x-ray showed that the electrode was twisted near the s-ICD. The patient received a life vest for therapy to be turned off on the s-ICD until a new device could be placed. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced with a transvenous one. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: updated to include codes for migration and dislodgement.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a notification that sensing was not fully optimized. Technical services (ts) was contacted, and ts discussed reference templates. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating sensing was eventually fully optimized. There were no inappropriate therapies as a result of the lacking optimization. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to noise and oversensing. No adverse patient effects were reported. Additional information was received indicating the patient arrived at the clinic following an inappropriate shock. Noise was noted during pocket manipulation and the x-ray showed that the electrode was twisted near the s-ICD. The patient received a life vest for therapy to be turned off on the s-ICD until a new device could be placed. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced with a transvenous one. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments severed at approximately 55 mm from the terminal end likely during the explant procedure. Visual examination identified twisting in the electrode body in the regions approximately 300mm and 390mm from the terminal pin. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. An x-ray of the electrode confirmed a fractured sense a conductor approximately 26 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. The fracture was the likely root cause of the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a notification that sensing was not fully optimized. Technical services (ts) was contacted, and ts discussed reference templates. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating sensing was eventually fully optimized. There were no inappropriate therapies as a result of the lacking optimization. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to noise and oversensing. No adverse patient effects were reported. Additional information was received indicating the patient arrived at the clinic following an inappropriate shock. Noise was noted during pocket manipulation and the x-ray showed that the electrode was twisted near the s-ICD. The patient received a life vest for therapy to be turned off on the s-ICD until a new device could be placed. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced with a transvenous one. No additional adverse patient effects were reported.